Event description:
Customer reported that cartridge was damaged at the pigtail yet was unsure of the cause. Blood glucose level did not exceed 500 mg/dl, indicating it remained within normal range. Customer successfully changed cartridge and resumed insulin therapy, and customer technical support arranged for a replacement cartridge.